Event description:
It has been reported to company that the physician had difficulty deflating the occlusion balloon during the procedure which prolonged the inflation of the occlusion balloon in the patient. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft to the circumflex and inflated the balloon to occlude the vessel. The physician then inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then re-positioned the occlusion balloon wire into the saphenous vein graft to the left anterior desending artery and inflated the occlusion balloon to 4.5mm to occlude the vessel. The physician decided to aspirate the particulate from the vessel before placing a stent. The physician inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and inserted the stent delivery catheter and placed the stent. The patient complained of chest pain. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The patient's condition started to deteriorate. The physician attempted to deflate the occlusion balloon but the occlusion balloon would not deflate. The physician reprepped and attempted to deflate again and was successful in deflating the balloon but the patient expired. The code was called and all attempts were made to resuscitate patient and CPR was done for 45 minutes with no success. Patient expired. Physician commented that the patient was very sick and he would not have done the case without distal protection in place. The patient had low ejection fraction at 20%. The total occlusion time was between 4.5 to 5 minutes total.